Manufacturer narrative:
Subgaleal hemorrhages are a rare and known risk factor for any vacuum-assisted vaginal deliveries. Risk factors for this type of hemorrhage include: nulliparity, malposition, misplacement of the cup, prolonged traction efforts, and pop-offs/detachment of the vacuum cup. After the report was received by clinical innovations and our distributor in (B)(4) have made multiple attempts to gather more information on the incident. At this moment the hospital does not want to release any information until their internal investigation is completed sometime in december.

Event description:
On (B)(6) 2016 clinical innovations was informed of a fetal death associated with a kiwi device. The report states that "a kiwi vacuum delivery system was used with one traction then failed, application of neville-barnes forceps, the scalp showed some bruising and abrasions" suggesting potential trauma from the vacuum and/or forceps. At autopsy a subgaleal hemorrhage was noted.